Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right anterior tibial artery. A 300cm v-14" controlwire® guidewire was advanced to the sub intimal space. Upon advancing, it was noted that a piece of the tip flared off and coiled up a couple of times. Several attempts were made to reach the distal cap, however the flared off tip of the device detached. The device was removed but the detached component was left in the subintimal space. No intervention was needed to remove the fragment. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip kinked and detached exposing the wire at approximately 299.6 cm. Also it has the body kinked in the distal section. The other section was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right anterior tibial artery. A 300cm v-14¿ controlwire® guidewire was advanced to the sub intimal space. Upon advancing, it was noted that a piece of the tip flared off and coiled up a couple of times. Several attempts were made to reach the distal cap, however the flared off tip of the device detached. The device was removed but the detached component was left in the subintimal space. No intervention was needed to remove the fragment. No patient complications were reported and the patient's status was fine.